Event description:
The customer reported that the device passed op check, but experienced a therapy cable error and a red x. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and worked with the customer to troubleshoot the failure. The problem was resolved by replacement of the therapy port connector. We will consider this a malfunction of the therapy port that caused an intermittent pads/paddles connection found in testing.